Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. At the time of report, issue was resolved. The pump began charging using the tandem wall adapter and charging cable.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.